Manufacturer narrative:
Additional information: section b3: advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2021, the recipient underwent repositioning surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device displacement. The recipient underwent repositioning surgery.

Manufacturer narrative:
The recipient's activation reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.